Event description:
Synovitis of both knees [synovitis], joint effusion of both knees [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) female patient, initials unknown, with osteoarthritis (kellgren-lawrence grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of synvisc (first course from 1998 to (B)(6) 1998) and underwent arthroscopy ((B)(6)1999). On (B)(6) 2000, the patient initiated treatment with second course intra-articular synvisc ( hylan g-f 20) injection in both knees, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2000, the patient experienced synovitis of both knees. On unspecified dates in (B)(6) 2000, the patient had effusion of both knees and 90 cc of turbid fluid was aspirated from right knee and 60 cc of turbid fluid was aspirated from left knee. On an unspecified date in (B)(6) 2000, the patient received treatment with intra-muscular celestone (betamethasone) at a dose of 02 cc (frequency not provided). On (B)(6) 2000, the event of synovitis of both knees resolved. The action taken with synvisc treatment was not provided. The outcome for the event of joint effusion of both knees was not provided. Concomitant medications were not provided. The intensity for both the events was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis of both knees as definitely related and did not provide the relationship between synvisc and the event of joint effusion of both knees. Follow-up information was received on (B)(4) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.